Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 3165 device embedded in tissue or plaque health effect impact code: 4604 delay to treatment/ therapy, 4641 unexpected medical intervention. Medical device problem code: 2907 detachment of device or device component component code: 424 cap. Customer did not record any of the lot numbers in any of the patient charts when this occurred. At this time they do not have traceability on the distal caps on which lot number was used. Per the account, they only have two lot numbers of sterile distal end cap model #: oe-a63 on site. Lot #: 0011112 & 0021122. D4: serial number is unknown. Pentax medical america performed good faith effort to gather additional information regarding this event and provided an email response on (B)(6) 2024 with the following information. Q1. Was the procedure for treatment or diagnostic purposes? A: treatment q2. Was there a delay in the procedure which would require medical intervention such as additional anesthesia or prolonged hospital stay? A: no. Q3. Was the product in question used to complete the procedure? A: no. Q4: if no, was a different or similar product used to complete the procedure? A: unknown. Q5. Please confirm if the fallen cap# oe-a63 was retrieved from the patient's body or not? A: it was. Q6. If retrieved, how did the doctor retrieve it? (Using another medical device etc.) A:they had to stop the procedure, in order to retrieve the oe-a63 sterile distal end cap. Q7: did a nurse attach the cap# oe-a63 to the distal part of the endoscope? If so, did they hear the clicking sound when attaching it? A: doctor attached the oe-a63. Unknown at this time if he heard the click. Q8: how does the user consider the cause of the fallen cap# oe-a63? A: faulty equipment. Q9: does this facility have a pentax service contract? A:expired 1/31/2024 q10: was there a time prolongation of the procedure for retrieving the cap? No q11: did they receive the information and training about the proper use of cap# oe-a63? A: IFU s277-r01 was used for training and the hear the click training. Q12: was the patient recalled for further screening? A: no q13: if no, will the patient be recalled for further screening? A:unknown q14: what is the current status of the patient? A:unknown q15: was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? A: unknown q16: device current location and status? A: customer site q17: is it possible to return the fallen retrieved cap? A: unknown q18: pre-procedural checks and use for the product involved? A: yes q19: reprocessing IFU? A: yes q20: any accessory involved IFU? A: n/a. Q21: reprocessing procedure: a: manual and automated. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Importer MDR 2518897-2024-00013, dec distal cap model oe-a63, lot number 0011112 or 0021122 importer MDR 2518897-2024-00014, duodenoscope model ed34-i10t2 serial number unknown.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2024 that occurred during treatment in the united states involving a pentax medical sterile distal end cap(dec) model oe-a63, lot number 0011112 or 0021122. The sterile single use distal cap was used with pentax medical video duodenoscope, model ed34-i10t2, unknown serial number. The customer reported that during a procedure the oe-a63 sterile distal end cap fell off into the patient's stomach. They had to stop the procedure, in order to retrieve the oe-a63 sterile distal end cap. There was no reported harm to the patient and the patient was not recalled for further screening. B3: the exact date of occurence is unknown at this time, but customer stated it was approximately 1 month ago ((B)(6) 2024). Therefore, the b3 date of event was listed as 01-jan-2024. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report, b5. Refer to h11, f7: follow up #01, f11: updated dates, f13: updated dates. Additional information: d4: serial number, d4: unique identifier (UDI) corrected, f9: age of device, h11: evaluation summary. Evaluation summary: the investigation determined that the distal end cap (dec) was not properly attached by the user and the endoscope most likely came into contact with the teeth or mouthpiece when it was taken out of the mouth, causing the dec to fall into the mouth due to the impact. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 12-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 12-nov-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Importer MDR 2518897-2024-00013, dec distal cap model oe-a63, lot number 0011112 or 0021122. Importer MDR 2518897-2024-00014, duodenoscope model ed34-i10t2 serial number (B)(6).

Event description:
Refer to h11.